Event description:
New information noted the patient was brought into clinic and bluetooth connection was successfully restored on 17 jan 2023 until 26 jan 2023 when the connection was disabled. There were no patient consequences.

Event description:
It was reported the patient presented to technical services. During troubleshooting, it was determined the implantable cardioverter defibrillator (ICD) was unable to establish a connection to the patient's phone via bluetooth. No changes or interventions have been reported. There were no patient consequences.